Event description:
2001 patient underwent implantation of staar model aa-4207vf intraocular lens. According to reporter at dr.'s office, the lens was too large for the eye and after the lens implanted, the surgeon had to make a small incision to remove it. During the process of removal, the posterior capsule tore. On the box of the returned lens, it was noted that no vitrectomy was performed. Reporter stated the capsule bag tore because the lens was too big for the bag.